Manufacturer narrative:
Investigation summary: five hundred sealed 31g x 8mm pen needle samples were returned from lot. No. 9204778, cat. No. 320792. Magnified examination was carried out on one hundred and fifty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle broke off during use after the cap was removed and remained in the abdomen. The patient's treatment plan was "slightly modified" as a result of not knowing whether the full dose of insulin was delivered. The following information was provided by the initial reporter, translated from dutch to english: "a customer from our pharmacy came with a complaint about the bd micro fine needles 0.25x8mm. A needle has broken off several times after the protective cap has been removed. Once even a needle has been left in the abdomen van the customer."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle broke off during use after the cap was removed and remained in the abdomen. The patient's treatment plan was "slightly modified" as a result of not knowing whether the full dose of insulin was delivered. The following information was provided by the initial reporter, translated from dutch to english: "a customer from our pharmacy came with a complaint about the bd micro fine needles 0.25x8mm. A needle has broken off several times after the protective cap has been removed. Once even a needle has been left in the abdomen van the customer."